Event description:
When attempting to position the 9th coil, the coil would not sit with the aneurysm and became stuck. The physician pulled the coil back and the coil unintentionally detached. The pet lock on the proximal end of the coil was not separated. The physician was then required to use an amplatz gooseneck micro snare tip, 4 mm loop snare. While trying to recapture the coil, the physician managed to push the coil into the aneurysm and as the px400 microcatheter was jailed behind the leo stent, it facilitated keeping the coil in place. Part of the coil was left in the artery and will adhere nicely to the artery wall. No adverse events or side effects for the patient were reported.

Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device implanted in patient.